Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to discomfort and pain as the device settled with the tubing was mid shaft of the penis. During the surgical intervention it was determined that the corporotomy from the original implant may have led to this discomfort because of where the tubing came out of the corpora. The pump was riding high in the scrotum. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient fully recovered.